Event description:
It was reported that the device was explanted after an implant duration of approximately 1.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
On 08/17/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. It was also noted that the device is unavailable for evaluation. No other details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Patient also had another device explanted; two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. A device history record review is in process.